Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Event description:
The lay user/pt contacted lfs on (B) (6) 2010 alleging a communication issue with the ultralink meter. The pt mentioned the communication issue happened 1 month ago around (B) (6) 2010. The results were not transferring to the medtronic device. The pt did not treat themselves or do anything differently due to the reported issue. The pt was able to obtain a blood glucose reading on the meter. Approx 2 weeks after the alleged issue began the pt began to exhibit symptoms of numbness and pain in the arm. The pt went and visited his physician sometime in the morning of (B) (6) 2010. The physician treated the pt with medication for inflammation. The pt did not receive any diabetes medication and was not tested on another device. While troubleshooting it was noted that the pt had already sought troubleshoot with medtronic. The pt was able to obtain blood glucose readings on the meter. The meter ID was set properly on the medtronic device. Customer care advocate (cca) was unable to resolve the issue and sent the pt a replacement meter. There is no evidence that the meter caused or contribute to an adverse event or a delay in treatment since the pt was still able to test on the meter and able to see their blood glucose readings. The patient received treatment; however, did not receive diabetes treatment at the physician's office. The complaint is being reported since the meter was not communicating with the pump and the issue was not resolved.